Manufacturer narrative:
Device evaluation: returned device was received visible contamination by the tube holder and by the barrel clamp. Evidence of reported problem in event log was found. During the evaluation of the device invalid syringe size was found during syringe test and unable to calibrate syringe size. The customer reported condition was confirmed. Problem source is unknown. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
Information was received indicating that during pre-testing of this smiths medical medfusion 4000 pump, presented a "size position error". No adverse patient effects were reported.